Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone, he was having issues with his transmitter. During the call he also mentioned he had high blood glucose of 600 mg/dl. No troubleshooting was performed on the insulin pump. Customer did state the high blood glucose was due to her eating and she was out of inulin, so she treated with manual injection. The customer is not returning the insulin pump for analysis.